Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, lot# 0204573154, implanted: (B)(6) 2011, product type: catheter. Product ID: 8731sc, serial/lot #: (B)(4), ubd: 19-oct-2012, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer's representative regarding a patient who was receiving lioresal (unknown concentration and dose) via an implantable pump for an unknown indication for use. The patient reported on (B)(6) 2017, they had "vibrations" in their lower legs. The next day, the patient arrived at the urgency department of the hospital with increased spasticity in the lower limbs. The clinical diagnosis was vibrations and increased spasticity in lower legs. The event resulted in/required in-patient or prolonged hospitalization and an emergency room visit. Medication was administered on the same date; the action was specified as a priming bolus and administration of lioresal. Side port aspiration of the catheter was performed on the same date; it was indicated aspiration did not work. It was also reported a catheter access port kit was used to investigate the catheter passage on the same date. The results indicated cerebrospinal fluid (csf) could be "pricket, meaning that the catheter is accessible." The event was considered possibly related to the device (catheter), therapy, and implant procedure. The event resolved without sequelae on (B)(6) 2017. No further complications were reported or anticipated. The clinical diagnosis was updated to increased spasticity in lower legs. Additional information was received. The pump was implanted on (B)(6) 2017. The catheter was implanted on (B)(6) 2011. It was indicated no catheter issue was confirmed. The cause of the patient symptoms was not identified. It was stated a priming bolus could relieve the symptoms, and lioresal intake helped keep the symptoms under control. Additional information was received. The seriousness was updated and "required in-patient or prolonged hospitalization" was removed. The etiology was updated to indicate there was an unknown reason for the clinical diagnosis. The diagnostics were updated to indicate that the catheter passage investigation using the catheter access port kit on (B)(6) 2017 revealed the catheter was working. The interventions were updated and "in-patient hospitalization" was removed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported the day after pump replacement, increased spasticity of the lower limbs was present. Diagnostics performed on 2017-(B)(6) indicated the catheter was working. Oral medication was administered on 2017-(B)(6). It was further indicated the event resolved without sequelae on 2017-(B)(6).